Event description:
Additional information was received that during the deployment attempts to 80%, the valve dislodged and was unable to be positioned correctly within the surgical valve. It was clarified that the implanting physician switched to a 26 mm evolut valve, which was successfully implanted, as the sizing report indicated a 26 or a 29 mm valve.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then partially deployed and subsequently recaptured three times. It was noted that during these three deployment attempts, there was difficulty with valve deployment and with the valve not stabilizing during deployment in the previously implanted non-medtronic surgical aortic valve. Subsequently, the attending physician opted to withdraw the dcs from the patient and instead attempt implant with a 34-millimeter (mm) transcatheter valve. Per the physician, the patient's anatomy contributed to this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a ; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.